Event description:
A doctor reported that during an anterior vitrectomy, a system message kept coming up and the cutter was disabled. The doctor pressed exit on the advisory and continued surgery but the message kept coming up. After 3 tries, they opened a second anterior vitrectomy pack but the advisory still kept coming up. The surgery was aborted. At the time of this report, the patient has not come back for the last portion of the surgery which is the intraocular lens implantation. Additional information has been requested but none has been received.

Manufacturer narrative:
The company representative examined the system. The event log confirmed the system message reported, but was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).